Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the provided information and without the return of the device, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (f1525804) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
The following information was reported: the device failed to deploy. The sealant dislodged/was stuck to the device components. A small hematoma of less than 6 cm developed. Manual compression was applied for 10 minutes to achieve hemostasis and resolve the hematoma. The patient was noted to be doing fine and hospitalization was not prolonged as a result of the mynx event. Additional information: the user shuttled down completely. There was no significant resistance when shuttling down. Unusual force was not applied when shuttling down. The balloon was fully deflated. Vessel location: femoral artery vessel, size: 7 mm, sheath size: 6f stick, location: femoral head.